Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted on (B)(6) 2021. Reportedly, the user had a recurrent discharge of pus since the summer of 2020, which did not respond to medications. Therefore, it was decided to proceed with a surgery to remove the device and to treat the infection.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition the recipient suffered from discharge of pus, which was not described in detail. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of discharge. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has been explanted on (B)(6) 2021. Reportedly, the user had a recurrent discharge of pus since the summer of 2020, which did not respond to medications. Therefore, it was decided to proceed with a surgery to remove the device and to treat the infection.